Manufacturer narrative:
(B)(4). The reported complaint of helium loss alarm was confirmed by the field service engineer. Replacing the pump assembly resolved the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium leakage. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the pump had a helium loss #3 alarm. This occured after pumping for one hour. The issue was resolved by swapping out the pump. No report of patient harm or injury.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that while in use on a patient, the pump had a helium loss #3 alarm. This occured after pumping for one hour. The issue was resolved by swapping out the pump. No report of patient harm or injury.